Event description:
It was reported the upper and lower cases of the epg (external pulse generator) are separated at the seam, and there are small cracks on the left side. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) one printed circuit board flex is creased. Battery release is contaminated. Upper and lower case halves, both bail covers, and ring cover are broken. Lead flex cover is corroded. Both bails and ring are missing. Battery drawer has tool marks. Keyboard window is scratched.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). One printed circuit board flex is creased. Battery release is contaminated. Upper and lower case halves, both bail covers, and ring cover are broken. Lead flex cover is corroded. Both bails and ring are missing. Battery drawer has tool marks. Keyboard window is scratched.